Manufacturer narrative:
A review of the device history record was not performed during this investigation as a lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Since a lot number was not provided and the customer returned sample does not have a lot number, information such as the test results, quantity manufactured, and date of manufacture could not be determined. The customer has returned samples in the form of 20 heel warmers. Visual inspection was performed on each sample. 19 samples showed a hole in the top left or full top of the clear side of the pouch. One sample showed pre-activation with no hole in the heel warmer pouch. Visual inspection of the front (white) side of the pouch determined product is from lane 1 of the production line as there is a 1 printed on the pouch in the lower left corner on the front of the pouch. The product is manufactured using a dispense of contents and both horizontal and vertical sealing processes. Two printed polybag liners (front and back) are lined up and sealed. The materials are introduced where the artwork is rotated 90 degrees and the top of the pouch is processed through vertical seal bars. Relative to the finished pouch, the top, bottom and inner seals are created using vertical bar sealers. As the machine moves the materials, the side seals are created using another bar sealer. During the sealing processes, a set of 4 pouches are formed during a machine cycle with 2 pouches from lane 1 and 2 pouches from lane 2. The materials are sealed and cut apart to make four separate pouches during a cycle. The sealers are set up to seal the liners together as they run vertically through the line. This allows for the water and sodium acetate anhydrous to be dispensed and the pouch seal to be completed around it. While a definitive root cause could not be determined from the customer returned sample, a likely contributor to this issue is something localized with the vertical sealer bar in the vicinity of the hole. As the vertical sealer bar is sealing the top of two consecutive pouches from lane 1, there could be a localized weak region just prior to the midpoint of the vertical sealer bar or the end of the sealer bar if it were the second pouch being sealed. The sealer bar could have caused a weak spot at the edge of the seal. Additionally, there could have been some type of buildup on the sealer bars that would cause a localized weak spot. Relative to the issue reported by the customer, pressure was applied by the clinician and this area of the pouch broke open. For the pre-activation the cause is most likely powder residue was caught in the seal and pre-activated the pouch during shipment. An investigation into activities associated with the manufacturing line indicated that, the operator noted leaking of pouch contents on the machine. During the inspection of the machine, the maintenance technician found that the horizontal sealer bars were worn and ¿only hitting the middle¿ and the technician noted ¿the coating was worn, and they were a little beat up¿. The inspection also showed that the vertical sealer bars were dirty and were creating ¿pinholes.¿ the technician noted they were ¿able to clean the vertical seal bars/masks.¿ the following day, the vertical die was replaced when leaks were noted again. The machine operator verbally indicated samples were inspected after the bars were cleaned and replaced, with no defects found. As noted previously, without a lot number, a definitive statement cannot be made. It is also important to note that quality took samples from the machine during this investigation and was unable to recreate the issue as reported with the machine running with the clean vertical sealer bar, a new horizontal sealer bar and a new die. It is also important to note that a series of tests are performed during every lot of production. More specifically, inspections are performed to test the seal strength for both the inner seal, where the product would activate and the outer seal. Tests are performed with a 1.0 aql. During the test, the pouch is first activated, the inner seal is broken. The pouch is then placed between two plates. The pouch is compressed until the pressure required per the procedure is reached, 350 lbs. Minimum. The pouch is left to dwell in the machine for 20 seconds, using a calibrated stopwatch to time it. After the dwell time the pouch is removed and visually inspected for leaks or spreading of the seam. A pouch with any defects would be rejected at this time and the machine adjusted. If the pouch passes the dwell test it is returned to the machine and the pouch is the compressed until the pouch breaks or reaches over 1000 pounds. The results of the manufacturing facility investigation were able to identify a localized area of the pouch that was the likely area where the pouch contents leaked out of. A review of maintenance activity noted that the sealer bars were dirty and worn and were therefore cleaned and replaced. The operator¿s preventive maintenance guide has been updated, to include a visual inspection and cleaning of all sealer bars and dies every month during regular product maintenance. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the infant heel warmer pack exploded when squeezed for activation. Additional information was received from the customer stating that the activated gel shot out all over the care provider and surrounding space. The issue occurred prior to placing on the infant. There was no patient or clinician harm.